Event description:
In 2002 a licox unit (brain oxygen monitoring system) was placed in a patient post-operative meningioma who had brain swelling post opertive which required bone flap (mannitol/nembutal) removal. In preparation for a 72 hour barb coma (brain protection to reduce ischemia and brain rest) a licox system was placed on the side of the resection bone flap. A ventrix nl950-sd catheter was used to monitor icp pressure. The waveform was flat to extremely dampened reading negative numbers. There was increase in icp reading when compression of brain at bone flap site. The ventrix catheter was replaced. The icp reading with the replacement catheter was 5-9 (poor waveform) with an increase to 22-30 when slight pressure was added to the site of the bone flap. The slight increase in pressure indicated the catheter was reading pressure. No patient injury was reported but intervention was required to replace the catheter.